Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. Model #: sc-4316, lot #: 15208104, description: next generation anchor kit sterile.

Event description:
A report was received that the patient was not able to charge the ipg. The patient underwent a revision procedure wherein the leads, ipg and clik anchor were replaced. The physician suspected device malfunction. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
On sc-1110-02 (sn: (B)(4)) device evaluation indicated that the device exhibits normal charging and discharging characteristics. Sc-2218-70 (sn: (B)(4)) device evaluation indicated that the visual/x-ray inspections and impedance test were performed and found no anomalies. Sc-4316: device evaluation revealed both clik anchors have damage eyelets. Silicone material from one of the eyelets is missing.

Event description:
A report was received that the patient was not able to charge the ipg. The patient underwent a revision procedure wherein the leads, ipg and clik anchor were replaced. The physician suspected device malfunction. The patient was reportedly doing well postoperatively.